Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). On (B)(6) 2018, it was reported that the unit was skipping over patient's skin. Operating room (or) nurse manager says it was a fellow using the dermatome, and it was ¿user error¿ (did not know how to use properly). The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned two hoses for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome on (B)(6) 2018 revealed that the calibration was out of specifications at the zero setting only. The motor speed was within specifications and the control bar was in the correct position. The thickness lever torque was out of specifications on the low side. The width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the ball detent, thickness lever, bearings, seal and retaining ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the thickness lever torque was out of specifications on the low side. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted thickness lever torque was out of specifications on the low side. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported the unit was skipping over patient's skin. Event occurred during surgery with no harm and no delay. Or nurse manager says it was a fellow using the dermatome, and it was ¿user error¿ (didn't know how to use properly). Another device was not needed to complete the surgery.